Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  they have had the recharger for 4 years, but now the insr is making a clicking noise, and it is taking a long time to charge the implant. The insr has been charging the implant for 3 hours, and the implant is only at 60%. Agent ensured that recharger had excellent connection. The patient stated that they are frustrated with the equipment and that they notified a mdt rep of their recharger issues whom stated that the recharger needed to be replaced. The patient also stated that they were observing a flashing red light on the power button of their recharger, one that they had never seen before. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the patient's recharger. The patient also mentioned that they had their current ins device revised in april, and that it was moved to a new pocket. The patient stated that in their old pocket they had a hard time maintaining a connection while attempting to recharge the ins. The patient stated that they fell down and since then the device has been jabbing the patient. The patient stated that it needs to be taken out.  Lastly, before ending the call the patient wanted to verify that their ins had a sufficient charge. The patient used their communicator to navigate to their my therapy app to check their battery level. While navigating to the app, the patient encountered "an error has occurred while performing this operation message. After dismissing the message the patient was able to successfully connect to their ins and verify that their battery was at 70%. . See related pe 704974871: difficulty charging the ins.

Manufacturer narrative:
Continuation of d10: product ID wr9220 (serial: (B)(6); product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.